Event description:
It was reported that during preparation for an unspecified procedure foreign material was noted on the device. The imager ii angiographic catheter was opened and a "black marker" was noted on it. The user felt the device was defective and exchanged it for another catheter. There were no reported patient complications and the patient status was stable.

Event description:
It was reported that during preparation for an unspecified procedure, foreign material was noted on the device. The imager ii angiographic catheter was opened and a "black marker" was noted on it. The user felt the device was defective and exchanged it for another catheter. There were no reported patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned complaint device revealed the returned product consisted of a imager ii catheter and opened pouch. There were several kinks in the shaft. There was a black substance at the end of the gray portion of the shaft 3 cm from the tip. Upon review of the photographs the ''black mark'' is consistent with tungsten flow to the surface of the soft tip from the tungsten layer of the soft tip. A degree of tungsten flow is normal to the bonding process. Tungsten flow is considered to be a cosmetic issue for which reject/accept criteria have been established. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered to be a supplier manufacturing issue. (B)(4).

Manufacturer narrative:
(B)(4).